Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump history was missing boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/31/2015 with the following findings: a review of the pump history showed that no boluses were performed on 01/17/2015 or on 01/18/2015. During testing, an audio bolus and a normal bolus were performed; both boluses were recorded appropriately into the pump history. The complaint that boluses were missing from the pump history was not able to be duplicated during investigation. No defects were found.